Event description:
It was reported to aci sales professional that a pt underwent a catheterization procedure on (B)(6) 2009 (pt and procedure details not provided). The stick was at the femoral head. A 5f sheath was used to access the common femoral artery (cfa). The physician, unk if trained to the mynx procedure, proceeded to prep and deploy the mynx device per the instruction for use (IFU). Hemostasis was achieved successfully. The pt was ambulated and discharged per hosp protocol. The pt returned 6 days post procedure and was diagnosed with a pseudoaneurysm (psa) which was successfully treated with a thrombin injection. There was no surgical intervention performed. It was reported that the pr recovered without further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contigent upon the successful completion of lot release testing and a documentation review by the quality dept.